Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date.

Event description:
It was reported that medication is not infusing, no alarms or indication of issue and appeared to be running. Pump settings appeared to be correct. There was no patient injury, resolved.